Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of a left occipital arteriovenous malformation by endovascular embolization, the apollo catheter 3.0cm was navigated along a 0.007 hybrid guidewire via femoral access with minimal vessel tortuosity. After reaching the target and performing a pre-onyx run, contrast was observed leaking from a hole in the catheter at a distal location, indicating a catheter leak and rupture from a weak point. The catheter and accessory devices were prepared and flushed as indicated in the instructions for use (IFU), and the catheter was inspected prior to use. The patient was being treated for a left occipital arteriovenous malformation (avm). Vessel tortuosity was minimal. The access vessel was femoral. No patient symptoms or complications were associated with this event. No patient complications have been reported as a result of this event. Ancillary devices: hybrid guidewire, onyx liquid embolic.